Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead had dislodged. Additional information was obtained from the field representative indicating that the patient's atrial lead was apparently displaced shortly after original implant. Further, patient required no atrial pacing and sensing function was adequate per physician preference and patient had reached the point that bi-value (biv) upgrade was necessary, thus, the atrial lead was remove and replace at the same time. The ra lead was no longer in service. No additional adverse patient effects were reported.